Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag was leaking from the center port. This occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One actual device and seven (7) companion samples were received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Functional testing observed a leak at the spike port cap of the actual sample. The reported issue was verified. The cause of the condition could not be determined. This issue is being further investigated. Visual inspection and functional testing of the companion samples were performed with no issues noted. The reported condition was not verified on the companion samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.